Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding no errors. Performed a battery discharge test/ battery capacity test and passed. The complaint of the receiver ceasing to function could not be confirmed. The root cause could not be determined. Labeling indicates: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.